Event description:
A us distributor returned a monitor and reported the monitor was damaged.

Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation, the monitor failed incoming testing. The cause for the failure was isolated to contamination on connector j1002aa, j1003aa, and multiple components on the defibrillation board. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.